Event description:
The account stated that the siderail was loose and not latching. No injuries reported.

Manufacturer narrative:
Tech found that the siderail bracket screws were loose. Tech retightened the screws to repair the bed.